Event description:
Customer reported panel a has a damaged zipper. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation of the returned product found that the slider body is open on the patient access of both panel side a and b. The pull tab is missing on the IV port of window side b. (B)(4).